Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) was not holding a charge and not providing adequate pain relief. The patient underwent an explant procedure, and the explanted device was discarded by the medical facility and will not be returned.